Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type ii-iii bone. The clinician reported inflammation, implant mobility and a metal sensitivity in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.